Manufacturer narrative:
This report is submitted on september 23, 2022.

Event description:
Per the clinic, the patient experienced an infection, skin breakdown and skin dehiscence at the implant site, exposing the receiver/stimulator. The device was explanted on (B)(6) 2022 and the patient underwent a surgical procedure on (B)(6) 2022, to clean the wound. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on november 11, 2022.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported). This report is submitted on october 17, 2022.